Event description:
As published in the american journal of neuroradiology 2010 mar;31(3):459-63. In "self-expanding stent for recanalization of acute embolic or dissecting intracranial artery occlusion", s.h. Suh, et. Al., the patient presented with a stuporous mental state and a right vertebral artery angiogram revealed embolic occlusion of the basilar artery (ba) terminus. Off label enterprise stent placement with partial deployment was the initial mechanical maneuver for the recanalization of the acutely occluded vessel. Immediately after the partial deployment of an enterprise stent for possible recapture after recanalization, a timi 2 recanalization was achieved. On the angiogram 10 minutes after the adjunctive intra-arterial of 100,000 u urokinase (for dissolving the pre-existing embolus entrapped by the stent), in-stent reocclusion occurred. Although thrombus removal was attempted by the recapture of the stent, persistent reocclusion was noted. Intra-arterial administration of the gp iib/iiia antagonist (tiroban, 1 mg) improved the recanalized state and it stent was successfully recaptured and retrieved. The time from initial partial deployment until recapture of the enterprise stent was 30 minutes. The final angiogram after recapture of the stent showed complete recanalization from the ba to the right posterior cerebral artery, but the occlusion of the left pca still remained.

Manufacturer narrative:
Follow-up mr angiogram revealed complete recanalization from the ba to the bilateral pcas. At baseline the (B)(6) score was 14 with timi flow 0. At discharge the(B)(6) score was 0. The cause of the baseline occlusion was reported as cardioembolic. During the procedure, after the occlusion site was identified a 6f guiding catheter was placed at the distal vertebral artery followed by a 3000 units IV heparin bolus and 1000 unit/hr IV infusion. A prowler select plus microcatheter was navigated to distal normal portion of the artery by using a 0.014 guidewire. Then the enterprise was introduced and partially deployed for possible recapture after recanalization. The recaptured enterprise vrd is not available for analysis and the lot number is not known; therefore further analysis and device history record review cannot be completed. As outlined in the instructions for use, the enterprise vrd is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms arising from a parent vessel with a diameter of "2.5mm and " 4mm. Wide neck is defined as having a neck width "4mm or a dome-to-neck ration <2. Usage other than the approved labeling may involve risks not described in the labeling. The authors report that one of the major concerns regarding the use of the stent is in-stent thrombosis due to the lack of antiplatelet premedication. In this case the patient initially only received urokinase and not the gpiib/iiia antagonist. They reported that the gpiib/iiia antagonist may be essential in stent placement for the recanalization of an acute stroke with lack of antiplatelet premedication. The enterprise IFU precautions that the use of the enterprise vrd in patients in whom antiplatelet and/or anticoagulant therapy is contraindicated could result in a higher risk of thrombosis. Patient factors and procedural factors including off label use, the presence of pre-existing thrombus, and partial stent deployment in the vessel for 30 minutes may have impacted the event. Based on the reported procedural information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective actions will be taken.